Event description:
Info received indicated that the left foot siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that latch and dampener was bent. He replaced the center arm to resolve the issue. He replaced the siderail latch and dampener to resolve the issue.